Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: plasmablade¿ 4.0 - loose device connection - the connection was loose between the device and the generator. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device # 1: device name: plasmablade¿ 4.0, product number: ps200-040, lot number: 0212045472, expiration date: 30-sep-2019, quantity returned: 1. Device # 2: device name: plasmablade¿ 4.0, product number: ps200-040, lot number: 0212193461, expiration date: 04-nov-2019, quantity returned: 1. Testing performed: device packaging inspection: two returned plasmablade¿ 4.0 devices were received inside a cardboard box within two biohazard bags with bubble wrap to fill the negative space. The devices were labeled as device # 1 and device # 2 for traceability. Device # 1: there was no original packaging returned, therefore, the eeprom verification reader was utilized to obtain the device information which is listed as: handpiece type: plasmablade¿ 4.0, lot number: 0212045472. The device information was confirmed against the information listed within gch from the information obtained via the eeprom verification reader. Device # 2: the tyvek® lid was returned; the device information was confirmed against the information listed within gch from the tyvek® lid. There was no paperwork provided. Device visual inspection: device # 1: the device appears clean and used. All components appear in place intact with no damage. There are no visual signs that relate to the reported complaint description. The device plug connector supplier is source one. Device # 2: the device appears clean and used. All components appear in place intact with no damage. There are no visual signs that relate to the reported complaint description. The device plug connector supplier is amphenol. Functional inspection: device # 1: both cut and coag buttons have a definitive tactile feel. The device will be tested for functionality via test fire and electrical continuity. The returned plasmablade¿ 4.0 device was connected to the complaint lab pulsar¿ ii generator and the expected e5 error code, ¿end of life¿, was displayed confirming the device had been successfully activated prior to this complaint investigation. The device was activated twenty-five in succession on both cut and coag modes with no failures upon depression of the buttons, however, the device exhibits reverse activation. The device was tested for functionality, test fire, via activation in grounded saline, producing unacceptable results. A plasma field was present at the electrode and the sound and function of the generator were representatives of normal operation, however, the device exhibits reverse activation. The device was tested for functionality via electrical continuity, which must be <(><<)>(><(><<)><(><<)>)> 5 (ohms) resistance per circuit from the electrode to the appropriate plug end. The button circuits must have continuity with a resistance of less than 10 (ohms). Finger force activation was used in place of the button activation weight, continuity fixture, for both the cut and coag buttons. The device failed to meet the product specification requirements, producing unacceptable results, as the device exhibits reverse activation, figure # 1, and table # 1. Additionally, it was found that the device wiring circuitry is completely reversed wired to the contacts on the pcb board, image # 1 and image # 2. The white coag button signal wire is reversed wired to the green cut button signal circuitry contact on the pcb board, resulting in reverse activation. The green cut button signal is reversed wired to the white coag button signal circuitry contact on the pcb board, resulting in reverse activation. The black cut power wire is reversed wired to the red coag power circuitry contact on the pcb board. The red coag power wire is reversed wired to the black cut power circuitry contact on the pcb board. A loose connection between the device and the generator was observed during functional inspection as the plug cable detached from the generator receptacle upon movement of the device cable. Via manipulation of the device cable within the receptacle there was an indication of intermittent device recognition by the generator as evidence by the display screen settings toggling between the illuminated and the non-illuminated settings. Device recognized - display settings illuminated, device not recognized - display settings non-illuminated. The pull force test, plug extraction force from the generator, was performed to determine if a loose connection exists between the device and the generator. The plug extraction force from the pulsar¿ ii generator was measured for the tension peak force which must be within the acceptable range of (1.5 - 8.0 lbs.). The plug extraction force failed to meet the product specification requirements, producing unacceptable results, as the result was below the acceptable tolerance limits, table # 2. Device # 2: both cut and coag buttons have a definitive tactile feel. The device will be tested for functionality via test fire and electrical continuity. The returned plasmablade¿ 4.0 device was connected to the complaint lab pulsar¿ ii generator and the expected e5 error code, ¿end of life¿, was displayed confirming the device had been successfully activated prior to this complaint investigation. The device was activated twenty-five in succession on both cut and coag modes with no failures upon depression of the buttons. The device was tested for functionality, test fire, via activation in grounded saline, producing acceptable results. A plasma field was present at the electrode and the sound and function of the generator were representatives of normal operation. The device was tested for functionality via electrical continuity, which must be <(><<)>(><(><<)><(><<)>)> 5 (ohms) resistance per circuit from the electrode to the appropriate plug end. The button circuits must have continuity with a resistance of less than 10 (ohms). Finger force activation was used in place of the button activation weight, continuity fixture, for both the cut and coag buttons. The device met the product specification requirements, producing acceptable results, figure # 2, and table # 3. A loose connection between the device and the generator was observed during functional inspection as the plug cable detached from the generator receptacle upon movement of the device cable. Via manipulation of the device cable within the receptacle there was an indication of intermittent device recognition by the generator as evidence by the display screen settings toggling between the illuminated and the non-illuminated settings. Device recognized - display settings illuminated. Device not recognized - display settings non-illuminated. The pull force test, plug extraction force from the generator, was performed to determine if a loose connection exists between the device and the generator. The plug extraction force from the pulsar¿ ii generator was measured for the tension peak force which must be within the acceptable range of (1.5 - 8.0 lbs.). The plug extraction force failed to meet the product specification requirements, producing unacceptable results, as the result was below the acceptable tolerance limits, table # 4. Lhr review: a review of the lhr for lot # 0212045472 revealed there were no problems during manufacturing that can be associated with the reported complaint description. A review of the lhr for lot # 0212193461 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: this complaint will be tracked and trended in gch. Device # 1: the device failed the pull force test which confirms a loose connection exists between the device and the generator which can cause intermittent functionality. Additionally, it was found that the device is completely reversed wired to the contacts on the pcb board, resulting in reverse activation. Device # 2: the device was tested for functionality and met the product specification requirements; however, the device failed the pull force test which confirms a loose connection exists between the device and the generator which can cause intermittent functionality. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1368 rev. J - product specification and quality plan - plasmablade¿ 4.0 70-10-1444 rev. A - peak plasmablade¿ 4.0 - IFU 70-10-1429 rev. C - pulsar¿ ii generator - operators manual 61-10-0007 rev. N - device resistance testing 61-10-0017 rev. H - device button tactile test procedure test equipment: eqp # - eqp - name - manufacturer 681 - digital multimeter - extech 7321 - force gauge - force ten¿ - wagner instruments 6794 - pulsar¿ ii - generator 7058 - eeprom bypass connector 7213 - eeprom verification reader.

Event description:
During analysis, it was found that the plasmablade device wiring circuitry was completely reversed wired to the contacts on the pcb board, resulting in reverse activation. This failure was found during analysis, therefore patient demographic information was not requested.